Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a right internal jugular triple-lumen catheter inserted on (B)(6) 2026. On (B)(6) 2026, the patient presented to the CT department for an examination requiring intravenous contrast administration. The catheter was connected to a pressure injector, reportedly set at 2.5 ml/sec. Upon activation of the injector, the CT technician immediately observed significant bubble formation in the middle extension line tubing, followed by rupture of the tubing with contrast media dispersal. The pressure injector alarm activated almost immediately after initiation. The patient and the CT technician were both reported to be unharmed. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required, and the issue was resolved by removal of the catheter and replacement with a new device.